Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri). The physician was unable to interrogate the device. It was noted that the patient had not been to the clinic for a follow-up visit for many years. The patient and physician are deciding whether or not the device will be replaced due to the patient having many co-morbidities. The device remains in the patient. No patient complications have been reported as a result of this event.